Event description:
The hcp reported the pt had been experiencing withdrawal symptoms. The hcp reported a reservoir discrepancy. The expected reservoir volume was 1ml and the actual reservoir volume was 16ml. A rotor study was done that demonstrated the motor was not turning. A follow up report will be sent when additional info is received.